Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/30/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used in the same sensor session. At the time of contact, no injury or medical intervention was reported. The data log was not received for investigation. The reported event of inaccurate blood glucose values cannot be confirmed. The complaint device was returned for evaluation. The investigation is not yet complete. It was reported that the same fingerstick bg meter was not used during same session. The dexcom g5 mobile continuous glucose monitoring system states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and pairing was perforemd and both tests failed. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.